Event description:
The customer reported during a case the system locked up then would not boot up. The case was completed with another c-arm system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into svc.